Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery with moderate calcification. Pre-dilatation was performed; however, the xience stent delivery system (sds) could not cross the lesion. After removal, it was observed that the stent was not on the sds balloon, and remained on the guide wire, outside the anatomy. The procedure was abandoned, and the patient was sent to surgery for further treatment of the vessel. There were no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood visible on the full length of the catheter and contrast in the inflation lumen, consistent with preparation and the stent delivery system (sds) advanced into the patient anatomy. The stent implant was loose on the proximal shaft, confirming the dislodgement. The full length of the stent implant was mangled. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The proximal balloon taper was wrinkled and the distal edge of the soft tip was jagged; however, this was not observed during product inspection prior to use and thus, may have occurred from the procedural attempts to cross the lesion, interaction with a guide wire, or possibly as a result of packaging and shipment back to abbott vascular for analysis. The tip length was measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this case, it is likely that interaction with the moderately calcified lesion contributed to the reported failure to advance. Additionally, an interaction with the lesion/anatomy during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Subsequent interaction with the calcified lesion during retraction would have then led to the stent dislodgement and noted damage. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. The reported failure to advance and stent dislodgement appear to be related to the operational context of the procedure. Product performance engineering will monitor the incident circumstances. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.